Event description:
Pt developed hives mostly around the wrist, fingers, palms, and forearms up to the elbows. In july, pt developed tingling, swelling and flushing. Pt gets a reaction when they come in contact with any object that was handled with gloves. Pt blanked out and had to take antihistamine. Pt had tests done for allergy and tested positive.